Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this cse, the 28mm annuloplasty ring was explanted at implant and replaced by the same model 30mm annuloplasty ring due to unknown reasons.

Event description:
A response was received from the health care provider indicating the ring was explanted at implant due to regurgitation of the native valve. The device was explanted and replaced with a larger sized ring of the same model. The surgeon indicated that this explant was not due to a device malfunction.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: the device is not available for evaluation as it was discarded by the hospital. No operative report is available and no additional patient information has been provided. Conclusion: surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. In this case, the response from the health care provider indicated that this device was explanted and replaced by a larger size of the same model device (sizing issue) due to regurgitation of the native valve. The explant was not due to a device malfunction.